Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported moisture damage on the insulin pump. The customer states, the pump was accidently exposed to moisture. This cause fluid to enter the pump leaving is fluid under the display screen. The customer blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was receive with cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. No moisture damage on the electronic assembly during our visual inspection.